Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: access site adverse event/ hematoma: the cause of the access site adverse event/hematoma was not established due to insufficient clinical details and no product returned. Clinical review rationale: an 80-year-old male underwent a high-risk percutaneous coronary intervention (hrpci) procedure on (B)(6) 2026. The patient developed a hematoma at the right femoral artery insertion site, which was managed successfully with perclose and manual compression, resulting in resolution. The impella cp functioned as intended throughout the case. The event of bleeding is listed as a potential adverse event and consistent with known device-related and patient related factors documented in the instructions for use (IFU). The patient survived the procedure and explant, and there were no additional complications reported.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient experienced a hematoma at the right femoral artery of the insertion site. This was resolved by perclose x2 and manual compression. It was reported that the patient survived explant.